Event description:
There was no reported patient impact associated with this complaint. On (B)(6) 2012, the patient contacted animas to report that the subject pump lost power and would not power on. The patient reported that the power issue occurred 1 hour prior to contacting animas. At the time of troubleshooting, the patient informed animas customer support that there was water in the battery compartment and that the battery was corroded. The patient did not know how the water entered the pump. The patient confirmed there was no damage to the pump's keypad, no visible damage to the pump's casing or no visible damage to the pump's battery cap. The patient claimed the battery cap was just replaced two weeks prior. The power issue remained unresolved.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed power on reset recorded. On examination, the battery compartment was noted to be cracked at the threads. The battery cap that was returned with the pump for investigation displayed no damage. There was visible corrosion in the battery compartment. A leak test was performed and revealed a leak at the cracked battery compartment. The pump was exercised for 24 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The pump cover was removed for investigation and revealed no internal moisture or damage to the printed circuit board on internal components.